Event description:
Medtronic received information that this bioprosthetic valve, implanted for 33 months, was explanted due to aortic insufficiency with peak gradient of 30-32 mmhg and normal left ventricular (lv) function. The valve was successfully replaced with a non-medtronic valve with no adverse patient effects reported. The valve will be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Large tears and abrasions through the mid-section of the free margin and lunula of the left and right cusps appeared to be due to contact with long suture tails. No visible suture tails remained attached to the sewing ring adjacent to the left cusp but the appearance of the tear and hole in the sewing ring, in line with the tear, suggested suture tail contact. The distorted stent may have contributed to the tears in the leaflets. A large tear and abrasions through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth along the right non-coronary stent post. A small abrasion through the free margin of the right cusp adjacent to the left right stent post appeared to be due to contact with the bias cloth. Glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary cusp extending to the tissue and base stitching, along the inflow margin of attachment, into the right non-coronary and non-coronary left inferior coaptive areas, and 1 to 3 mm onto all cusps showing evidence of a reduced inflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. Additionally, damage to the valve may have occurred due to a long suture tail and bias wear.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.